Event description:
It was reported that during a c-section, the cautery tip broke and fell into the surgical site. It was retrieved w/o injury to the pt.

Manufacturer narrative:
It was reported that the cautery tip broke off during a c-section procedure. The piece fell into the surgical site. It was retrieved w/o further incident. There was no injury to the pt. The broken tip was returned to us. It is MFR by bovie medical. The device will be sent to bovie after it has been decontaminated. As the MFR of the device, they will conduct the investigation.